Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was received. The report indicates that the patient had a very calcified aortic annulus and root. The valve was placed, "which seated easily and cleared both coronary ostia. The patient was weaned from cardiopulmonary bypass when a jet of blood coming from underneath the heart was seen. Despite measures taken to repair the bleeding, it still persisted. It was decided to removed the valve. The area underneath the annulus was inspected and the surgeon repaired the area. Another valve was placed. The operative report does not indicate a product malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information (e.g. Operative report, discharge summary, etc.) Is currently being requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted on the same day of surgery. Through follow-up with the health-care provider, it was indicated that the patient had pannus/host tissue growth. Unfortunately, the reason for explanting the device was not provided. According to the surgeon, the reason for explant was procedure related and not due to a device malfunction; "reason for explant is not related to valve at all".